Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the beginning of hemodialysis (hd) treatment. Blood was visually observed in the dialysate compartment of the dialyzer. The device was inspected prior to use, and after the blood leak event; no dialyzer damage was visible. The machine did alarm; visual and audible alarms went off. A blood test strip was used and tested positive. The patient's blood was not returned; estimated blood loss (ebl) was noted as being approximately 250ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The device was available to be returned for a manufacturer evaluation.

Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was wet evidence of blood contamination; the fibers were streaked with blood residue. Coagulated blood was noted between the polyurethane (pu) cut surface and header cap on the cavity ID end. Gross visual examination of the sample noted a pu delamination on the cavity ID end of the dialyzer from approximately 310 degrees to 45 degrees, with the dialysate ports situated at 0 degrees. The delamination manifested as a separation of the pu potting material from the dialyzer housing (wall) and extended under the silicone o-ring. No other damage or irregularities were noted on the returned sample. The dialyzer was subjected to destructive disassembly for further visual examination. The sonically welded screw flanges were removed on both ends of the dialyzer. Subsequent to disassembly, the complaint investigator was unable to identify any damage or irregularities within the fiber bundle; specifically, no loose fiber fragments, and no broken, kinked, looped, or short fibers were identified. The inferior surfaces of the polyurethane were then visually examined for voids on both ends; no voids were observed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. The returned sample exhibited delamination on the pu potting compound on the cavity ID end of the dialyzer. The reported leak could have been the result of a compromised seal between the blood and dialysate side chambers (due to the delamination). Therefore, the reported failure mode is confirmed.